Event description:
This is a spontaneous case report received from a medical doctor in united states on 27-jul-2015. It describes the occurrence of pregnancy in a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Physician reported that hysterosalpingogram was done on (B)(6) 2015 and patient was pregnant. No additional information was available at this time. Ptc investigation result was received on 05-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 29-sep-2015 via health care provider pregnancy questionnaire. Patient's weight and height were provided. Her bmi was (B)(6). Previous gynecological interventions, gynecological problems or procedures, relevant medical history or concurrent conditions were denied. She had 03 pregnancies and 03 live births. Abortion, spontaneous abortion, elective abortions, therapeutic abortions and ectopic pregnancies were denied. On (B)(6) 2014 essure lot number c8064 (expiration date jul-2017) was easily implanted. She was on 2 months postpartum (spontaneous vaginal delivery on (B)(6) 2014). Cervical dilatation, analgesia, im toradol and po ibuprofen were applied during insertion. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Condoms were used as back-up contraception, after essure insertion and before total occlusion confirmation. On (B)(6) 2015 hsg (hysterosalpingogram) was performed and showed the endometrial cavity appears normal in size and morphology. The endometrial lining was smooth in contour and no filling defects are seen. No evidence of submucosal fibroids, endometrial polyps or synechiae was seen. There were tiny linear metallic opacities in each fallopian tube consistent with history of essure device implantation. There was no filling of either fallopian tube with contrast and no spillage into the peritoneal cavity. Status post successful placement of essure device with occlusion of both fallopian tubes. No abnormality of the endometrial cavity was seen. Her last menstrual period was on (B)(6) 2015. On (B)(6) 2015 urine and blood pregnancy test were performed and showed positive results. On (B)(6) 2015 an ultrasound was performed and intrauterine pregnancy at 7 weeks was confirmed. Edd (estimated date of delivery was (B)(6) 2016). At the time of this report the patient had no complications. She planned to continue the pregnancy. Essure was not removed and removal was not planned. Follow-up information received on 25-apr-2016: the patient had a normal term and vaginal delivery. She had a successful bilateral laparoscopic salpingectomy. This case was upgraded to incident. An updated quality safety evaluation of product technical complaint was received on 10-may-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No valid lot number provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. According to follow up information, the patient had a normal term and vaginal delivery. She had a successful bilateral laparoscopic salpingectomy. Pregnancy and salpingectomy are serious due medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hysterosalpingogram/hsg). In this particular case, patient had a hsg test, which showed bilateral occlusion. Considering this information, an essure's contraceptive failure cannot be excluded. Although the reason for the laparoscopic salpingectomy have not been provided, this procedure may be necessary if essure removal is required. Therefore, this case is classified as incident. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (salpingectomy's indication) is expected.

Manufacturer narrative:
Follow up information received on 20-jun-2016 from physician: on diagnostic laparoscopy device was seen beneath serosa but not perforating the serosa. Bilateral salpingectomy was done to ensure sterilization. Of note, neither device encountered at amputation of tube about 1 cm from cornua. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. According to follow up information, the patient had a normal term and vaginal delivery. On diagnostic laparoscopy device was seen beneath serosa but not perforating the serosa (seen as embedded device). She had a successful bilateral laparoscopic bilateral salpingectomy. Pregnancy and embedded device are serious due to their medical importance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hysterosalpingogram/hsg). In this particular case, patient had a hsg test, which showed bilateral occlusion. However, upon receipt of follow-up, it was reported that device was seen beneath serosa. It is not known whether essure was in-situ during conception or not. Nevertheless, based on their nature, a causal relationship with suspect insert cannot be excluded. This case is classified as incident since surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.